Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the rf (radio frequency) head lost telemetry and failed uplink functional tests; the rf head cable was found out of electrical specification. (B)(4).

Event description:
It was reported the programmer head lost telemetry with device interrogation. The programmer head was returned for repair. No patient complications have been reported as a result of this event.